Manufacturer narrative:
The report # 3003721894-2016-00026 is associated with argus case (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion] case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a unk patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: this case was reported from a pharmacist via call center representative on (B)(6) 2016. Several consumers reported that they happen to swallow the product because polident denture adhesive cream was not left on the denture after using the product. No further safety information was reported. The reporter did not consent to contact for follow-up so no further information would be available.